Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of two extension sets were tore opened "broken seal". This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: july 2021. H10: two (2) devices were received for evaluation. Visual inspection was performed which revealed that the pouches were with hole. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.